Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device went into hardware back-up mode. The device was exposed to a stereotaxis ablation environment. The device was explanted and replaced.